Event description:
Customer notified baxter corporate product surveillance of one intravia empty container which ripped at the base when an alaris epidural set was removed. Fentanyl and bupivacaine were being used at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The device was received without the injection site. Visual examination confirmed the reported condition. Specifically, it was noted that the membrane tube assembly was broken off from the bag and the low part of the tube was sliced. Therefore, the device did not meet specification requirements related to the reported condition. The exact root cause of the reported condition was not determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.